Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that there was a problem with the customer's bolus delivery. The father also reported the customer was hospitalized with a low of 1.9 mmol/l. The father stated the customer was in a coma and was transported to the hospital by the ambulance. The father reported the customer's blood glucose was 7 mmol/l when they reached the hospital. It was also reported the bolus wizard settings was fine. The father agreed to return the insulin pump for analysis.